Manufacturer narrative:
(B)(4). This lot was manufactured april 16, 2015 to april 20, 2015. The device was received and a visual inspection noted white particulate matter approximately 0.40 square mm in size in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particle as acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.